Event description:
I used u-pads by kotex that were sent to me by the company as a trial and now my skin is irritated and itching for three days already. I never had that problem before and this is the first time I used this kind of pads. The product was not damaged before the incident. The product was not notified before the incident. (B)(4).